Event description:
It was reported that a patient had a full replacement that day due to high lead impedance. The explanted products were disposed by the hospital and are therefore not available for return. No additional or relevant information has been received to date.